Event description:
On 6/18/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user reported waking up, making coffee, then experiencing a low bg of 39 mg/dl. The user does not remember anything else after that and woke up with paramedics. The paramedics administered 3 shots of glucose and the user was taken to the hospital. At the hospital the user was treated with an insulin drip. The user was admitted to the hospital on (B)(6) 2024. On 6/20/24 a beta bionics clinical diabetes specialist (cds) followed up with the user and discussed the potential causes of hypoglycemia. Items discussed were delayed timing of meal announcements and adjusting continuous glucose monitor (cgm) target to lower. The user reported the low bg event on (B)(6) 2024 was due to meal announcing for a second breakfast, laying down on the couch, falling asleep and never eating the meal. The user also reported their dexcom g7 cgm sensor has not been reading accurately. The user stated that readings have been up to 100 points off. The cds taught the user how to calibrate their cgm with the ilet. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the first low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00270.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date following two usual for me breakfast meal announcements. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The device volume was set to "low", and no device alerts were marked as acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hypoglycemic event was caused by announcing a meal and then failing to eat the carbohydrates, resulting in an excess of insulin relative to their need. Having the device volume set to "low" and not acknowledging the alerts likely contributed to the severity of this event.